Event description:
It was reported that bd alaris pump module smartsite infusion set had flow issues. The following information was received by the initial reporter with the verbatim: backflow valve on primary bd alaris pump infusion set defective resulting in secondary medication backflow into primary bag and drip chamber rather than priming through pump to the patient. No known incidents or contributing factors to cause defect. Line had just been used prior to administer another secondary chemotherapy medication. Resulted in approximately 10ml of drug being lost from patient's dose when new tubing line required and secondary drug switched over to new primary line and primed again. Impact of incident: priming process was set for 12ml, defect noticed after 10ml infused so likely up to 10ml lost from 610mg dose in 311ml bag of rituximab. Who was affected? Patient. Unexpected or prolonged care? No frequency of problem: first time..

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field.e1: initial reporter email address (B)(6).h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
No additional information was provided. Material#: 2420-0007 . Batch#: 23065033. It was reported by the customer that backflow valve on primary bd alaris pump infusion set defective resulting in secondary medication backflow into primary bag and drip chamber rather than priming through pump to the patient. No known incidents or contributing factors to cause defect. Line had just been used prior to administer another secondary chemotherapy medication. Resulted in approximately 10ml of drug being lost from patient's dose when new tubing line required and secondary drug switched over to new primary line and primed again. Verbatim: incident or problem information. Ahs mdip reference number (ID): (B)(4). Date of incident (yyyy-mm-dd): 0001-01-01. Type of incident/problem: malfunction - during or after use level of harm: no apparent harm - reached patient/person, inconvenient. Ahs optional report to cmdsnet (health canada): yes. Incident details: backflow valve on primary bd alaris pump infusion set defective resulting in secondary medication backflow into primary bag and drip chamber rather than priming through pump to the patient. No known incidents or contributing factors to cause defect. Line had just been used prior to administer another secondary chemotherapy medication. Resulted in approximately 10ml of drug being lost from patient's dose when new tubing line required and secondary drug switched over to new primary line and primed again. Impact of incident: priming process was set for 12ml, defect noticed after 10ml infused so likely up to 10ml lost from 610mg dose in 311ml bag of rituximab. Who was affected? Patient. Unexpected or prolonged care? No. Frequency of problem: first time. Device information. Device name/description: set alaris pump with check valve 2 needle free ports manufacturer: carefusion. Manufacturer code/model: 2420-0007. Serial or lot number: (B)(6). Expiry date: 2026-06-01. Supplier: cardinal health canada inc. Supplier catalogue number: al2420-0007. Is device retained: yes. Number of devices: 1. Device handling hazards (when blank = hazards not specified): cytotoxic / chemotherapy. Investigation request. Expected type of investigation: actual device tested, lot review. Shipping instructions request date (yyyy-mm-dd): 2023-10-06.

Manufacturer narrative:
The customer reported that the backflow valve on primary bd alaris pump infusion set defective resulting in secondary medication backflow. No product or photo was returned by the customer. The customer complaint of flow issues - back flow could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review for model 2420-0007 lot number 23065033 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 01jun2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement. H3 other text : see narrative below.